Event description:
It was reported that the patient underwent an initial tka on an unknown date. Subsequently a revision due to femoral loosening was performed. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, tibial component, unk lot. Unknown, articular surface, unk lot. G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.